Event description:
Caller reported a loss of therapeutic effect following an unrelated medical procedure-laser that melts fat. Pt had it done in numerous locations on her body and over the implant site. A company rep interrogated the implanted device and stated there were numerous warning screens and all contacts were >4000 ohms. Pt was scheduled to have a revision on (B)(6) 2010, to remove the old implanted device and lead and replace with a new implanted device and lead and move it to the opposite side of the pt's body. The implanted device and lead will be sent for analysis. Further info about the event was requested.

Manufacturer narrative:
(B)(4)